Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p70-77 that has a similar product distributed in the us, list number 7p70, with 510k number k173122.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The original result of ft4 test was >64 pmol/l, and the retest result was 14.31 pmol/l (reference range 9.01-19.05 pmol/l). No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The original result of ft4 test was >64 pmol/l, and the retest result was 14.31 pmol/l (reference range 9.01-19.05 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 70400ud03. Additionally, a review of tracking and trending data for the alinity I free t4 assay identified an increase in complaints. However, in-house performance testing was performed utilizing retained reagent kit of the complaint lot. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 70400ud03 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 70400ud03.